Event description:
Boston scientific received information that the patient with this device system suffers from complete heart block. During a commanded right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead intrinsic measurement test, no capture was observed for eight seconds. It was discovered that the health care professional (hcp) had programmed brady to a very low pulse width and voltage. The device was reprogrammed, which resolved the issue. The patient experienced no adverse effects during the asystole. No further complications were observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.